Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump powered off without any alerts. The customer's blood glucose was 200 mg/dl at the time of the call. It was found the battery did not last for more than one week on the insulin pump. Troubleshooting did not find any damage or corrosion to the insulin pump. Customer also reported a motor error alarm occurring 10 times over the course of the year. It was also found the customer had a failed self-test alarm on the insulin pump. Customer declined to return the insulin pump for analysis.